Event description:
The provider was using a suture needle during a case. The suture needle broke away from the suture thread. This led to the suture needle coming off of the thread and imbedded in the patient's skin. The needle was taken out by the provider.